Event description:
The pt stated that the vibration feature of her infusion device is no longer working. She stated the other functions of her device are operating properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The pt's infusion device was replaced. Product was requested to be returned for eval.